Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter as well as had an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. According to the patient, she had been feeling unwell and vomiting on (B)(6) 2018 through (B)(6) 2018. She had been receiving notifications from her cgm that she was low at various times and she treated with drinking sugary beverages. In addition to the vomiting, she said that on (B)(6) 2018 her husband found her to be unresponsive at various times and he had to shake her to wake her up. On (B)(6) 2018 the ambulance was called by her son in response to notifications that the patient was low. The patient says she had awoke on (B)(6) 2018 with a headache and a fever. When the ambulance arrived at 9:00 am, the patient¿s cgm was reading 2.3 mmol/l and the bg value was 10.0 mmol/l. In the ambulance on the way to the hospital, the patient was treated with IV fluids and gravol. Once the patient arrived at the hospital, the staff removed the patient¿s sensor, continued the IV fluids for dehydration and gravol for nausea. Her doctor recommended to reduce insulin by 5 units if her bg remained low and to take regular fingersticks to see if she was either very sick or if the system was inaccurate. The patient was released from the hospital the same day and is currently in good condition. No additional patient or event information is available. Data was received for evaluation; data review could not confirm the reported event of inaccurate cgm values as all calibrations were accurate. A probable cause could not be determined via data.